Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2016 a customer contacted adc to report he had somehow damaged his adc blood glucose meter, noting he put it in his pocket and then it wasn't working. Customer called again on (B)(6) 2016 and reported that instead of receiving the replacement meter, all he had received were test strips and because of this, he could not test. Customer further reported that on (B)(6) 2016, he went to the emergency room to have his blood sugar tested. Customer was treated with insulin and unspecified intravenous fluid. No further information was provided as customer declined to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.